Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code and lot number of the product that was used? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? What is the name and date of the surgical procedure?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The surgeon was crushing the vial of topical skin adhesive and sliced his/her finger open. It is unknown how the case was completed. There were no consequences to the patient reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested and the following was obtained: 1. Can you identify the product code and lot number of the product that was used? Dermabond advanced 2. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Unk 3. Was the ampoule crushed repeatedly? Unk 4. What was done to treat the shard penetration? Minor first aid 5. Was medical or surgical intervention required? Minor first aid 6. What is the status of the surgeon injury today? Fine 7. What is the name and date of the surgical procedure? Unk 8. Is there an e-mail address available for any future correspondence? Na 9. Will the product be returned for evaluation - no